Manufacturer narrative:
This was initially reported on the summary report dated august 30, 2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, mesh migration, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.